Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead had dislodged. Fluoroscopy was performed which confirmed the lead dislodgement. The lead was capped and replaced on (B)(6) 2025. The patient status was unknown.